Event description:
It was reported that the patient presented in clinic for follow up. Upon review it was noted that the atrial lead exhibited loss of capture and p-wave amplitude variation. The patient was scheduled for a lead revision. During the procedure it was discovered that the lead had dislodged. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition post procedure.